Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error the day before. The blood glucose reading was 139mg/dl. Troubleshooting was performed, and the drive support cap was flush. The caller mentioned wearing the insulin pump while having an x-ray. Reviewed the alarm history and found multiple motor error alarms. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.